Event description:
A u.s. Distributor returned a monitor and reported monitor was displaying a service code 202.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (service code 202) was confirmed. The database error was caused by a corruption of a non-critical sector of the flash programming, which resulted in the inability to perform detect and treat testing on the monitor. After reprogramming the monitor, detect and treat testing and patient download were successful. Patient protection was not affected. After incoming evaluation, contamination was found on the ca board. The root cause for the flash programming corruption could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.